Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(6)) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") and chronic fatigue syndrome ("chronic fatigue syndrome") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced chronic fatigue syndrome (seriousness criterion disability), balance disorder ("loss of balance"), depression, sleep disorder ("non well-rested sleeping"), hyperacusis, memory impairment ("memory disorders"), disturbance in attention ("concentration disorders"), loss of libido and psoriasis ("psoriasis"). On (B)(6) 2018, 7 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, chronic fatigue syndrome, balance disorder, depression, sleep disorder, hyperacusis, memory impairment, disturbance in attention, loss of libido and psoriasis outcome was unknown. The reporter provided no causality assessment for balance disorder, chronic fatigue syndrome, depression, disturbance in attention, hyperacusis, loss of libido, medical device removal, memory impairment, psoriasis and sleep disorder with essure. The reporter commented: events occurred from 2012 to 2018. Work disability since 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.